Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause is attributable to user handling. As stated in the instructions for use, when the b30 error occurs: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. "

Manufacturer narrative:
To resolve the reported problem, olympus technical support instructed the user to check the socket of the light source for dust and debris, remove and reseat the communication cable in the back of the device and wipe the connector pins with alcohol. The suspect device was not returned to olympus for evaluation and the customer did not call back for further troubleshooting. A cause for the reported problem was not assigned.

Event description:
A user facility reported to that they were getting a b30 error when using the cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.